Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was 141 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.